Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation ¿ other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for an essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary probs.") And psychological trauma ("psych injury") and was found to have weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, abdominal pain, pelvic pain, menorrhagia, urinary tract disorder, psychological trauma and weight decreased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain, perforation, psychological trauma, urinary tract disorder and weight decreased to be related to essure. The reporter commented: received treatment for bladder/urinary prob- urinary probs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added injury nos was replaced with dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, psych injury, perforation, urinary probs., weight loss, device monitoring procedure not performed. Were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.